Manufacturer narrative:
Event date: the events occurred on an unspecified date in (B)(6) 2021, "reported as from 2 days to since". The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy fluid and abdomen pain. The cause of the events was unknown. It was unknown if the patient was hospitalized for the events. It was reported treatment advised according to doctor choice (no further details provided). It was reported that a patient passed away. The cause of death was unknown. It was not reported if an autopsy was performed. It was unknown if the patient was recovered from the events prior to death. It was reported pd therapy was ongoing prior to death; however, it was not reported if pd therapy was ongoing at the time of death. No additional information is available.